Event description:
It was reported that the visera elite iii (cll-s700) led light source switched off when the flexible video ureterorenoscope was connected. The device malfunction occurred during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6 and h11.

Event description:
No additional information received from customer.